Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman titanium port products that are cleared in the us. The pro code for the hickman titanium port products is identified in d2. H10: the lot number was not provided, therefore a lot history review was not performed. The sample was returned to the manufacturer for review. The company is investigating the issue at this time. The device is labeled for single use. H10: g4 h11: h2, h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606100ce implantable port allegedly experienced a break. The information was received from one source. The malfunction involved a patient with no patient injury. There was no provided patient information.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the hickman titanium port products that are cleared in the us. The pro code for the hickman titanium port products is identified. The lot number was not provided, therefore a lot history review was not performed. The sample was not returned, therefore the investigation is inconclusive for the reported issue. A definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606100ce implantable port allegedly experienced a break. The information was received from one source. The malfunction involved a patient with no patient injury. There was no provided patient information.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman titanium port products that are cleared in the us. The pro code for the hickman titanium port products is identified in d2. H10: the lot number was not provided, therefore a lot history review was not performed. The device was returned for evaluation. The investigation is confirmed for catheter break, fracture, material separation and material deformation issues. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H10: g4, h6 (device: 2976). H11: g1, h6 (result & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606100ce implantable port allegedly experienced a break. The information was received from one source. The malfunction involved a patient with no patient injury. There was no provided patient information.